Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after having a syncopal episode while on the treadmill which caused the patient to fall off the treadmill. The patient reported feeling funny prior to the syncopal episode and had bruising with two black eyes as a result of the fall. A device check was completed and the patient was released from the emergency room. The patient later reported audible tones from the device. A device check was again performed and it was found the implantable cardioverter defibrillator (ICD) had experienced a power on reset (por) and wireless telemetry had been disabled. Due to the por, the physician was unable to determine if the event was associated with the device or the right ventricular (rv) lead and elected to replace both. The device was explanted and replaced and the lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.